Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the patient was admitted to the hospital with intermittent spasticity and withdrawal. They also had a urinary tract infection along the way. The patient had been having issues ever since the pump was replaced for normal battery depletion. A dye study was just completed and no issues were found. At the pump replacement the catheter was also aspirated with no issues. The hcp did a removing system content procedure to switch out the drug in the pump. The patient has had no volume discrepancies and a roller study showed no issues. The cause of the patient's symptoms was unknown.